Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported alarm failure. The cse replaced the nurse call cable. The device passed all tests and was returned to service. (B)(4).

Event description:
A report received from the USA stated an achieva plus ventilator is experiencing an alarm issue. The clinician reported the low pressure alarm is not working properly. There was no report of patient involvement at the time of the event. The date of the event is unknown.